Manufacturer narrative:
The customer reported complaint that "the lifeband was often not pulling tight on the autopulse platform (serial number (B)(6) was not confirmed based on the review of the archive and during the functional testing. The autopulse platform passed the testing and functioned as intended. There was no physical damage observed during visual inspection. The archived data log showed no discrepancy. The autopulse platform passed the initial functional testing without any error. However, upon further testing, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance, likely due to a sticky clutch. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred and cleaned but the run-in test using the 95% patient large resuscitation test fixture (lrtf) for 30 minutes failed as the autopulse platform displayed fault 27 (encoder fault) error message, unrelated to the reported complaint. The root cause was due likely due to a defective encoder gear box. The encoder gearbox was replaced to address the observed fault codes. Following service, the autopulse platform passed the run-in test and the final testing without any fault or error.

Event description:
During the shift check, it was noticed that the lifeband is often not pulling tight on the autopulse platform (serial number (B)(4)). The customer did replaced the lifeband but issue persisted. Per reporter, no damages were observed with the lifebands and it is not the lifebands issue. No error message observed from the autopulse platform, and the customer thinks that the motor is not strong enough to pull the lifebands. No patient involvement.

Manufacturer narrative:
Zoll has received the platform however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.